Event description:
It was reported that during use of right ventricular (rv) lead noise reversion was exhibited. Device re-programming of sensitivity adjustment was made, and the rv lead remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.